Manufacturer narrative:
E: (B)(6) phone (B)(6)

Event description:
Philips received a message from the second people's hospital of guangdong province stating that the device reported a low air leak and risk of repeated co2 inhalation when the department was preparing to use it on (B)(6) 2026. Its use was discontinued. Final investigation and disposition are pending.